Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device has been established. However, as the product was not returned physical inspections and evaluations could not be undertaken. A review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: user variance. After a review of the event information provided it was determined that the reported device failure was most probably caused by the damage caused when the pump was dropped. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported that the patient dropped the device and it stopped working. The batteries were changed and all the lights flashed but the device turned off. No further information is available.